Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touchscreen did not work properly and the iabp went into standby mode. The customer powered off the iabp then powered it on again. The therapy started and the iabp worked normally for a few hours but then the problem occurred again. The customer replaced the iabp. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Corrected fields: d10, e1 (event site email field should be empty). A getinge's authorized distributor evaluated the iabp unit and found that the filter silencer muffler (sm1) was completely blocked. The filter was black and generating a higher vacuum, this is due to the dusty weather in pakistan. The getinge's authorized distributor has also reported that the software was updated as per fsca 0055-00-0859a and has ordered the filters to be replaced upon arrival. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touchscreen did not work properly and the iabp went into standby mode. The customer powered off the iabp then powered it on again. The therapy started and the iabp worked normally for a few hours but then the problem occurred again. The customer replaced the iabp. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested from our local business unit and will be provided upon receipt. Device not returned to mfg.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touchscreen did not work properly and the iabp went into standby mode. The customer powered off the iabp then powered it on again. The therapy started and the iabp worked normally for a few hours but then the problem occurred again. The customer replaced the iabp. There was no harm or injury to patient and no adverse event was reported.